Manufacturer narrative:
Unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Insulin flow blocked alarm functions properly during basic occlusion and occlusion test. Pump was monitor. No unexpected pump error 23 noted after battery insertion. Unit received with cracked retainer, scratched case and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error indicating trace pointers are invalid. The customer¿s blood glucose level was unknown. It was reported that the insulin pump wont react to any buttons. They were unable to get out of the alarm. Troubleshoot was performed but the issue was not resolved. Additionally, the customer stated they received a compromised force sensor system alarm. The customer was advised to revert to the backup plan. The insulin pump will be returned for analysis.